Manufacturer narrative:
(B)(4). The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the yang connection is bent on one of the devices (13jm09398). The devices are scratched and marred. Three rails, 1 clamp and 4 rail bolts were returned. The devices were manufactured in 2011 and 2013. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our quality department noted the male locking profile area is bent, and therefore, cannot function with the mating female locking profile. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however, we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed after the rail deformed at the yang connection.